Event description:
It was reported that the customer was hospitalized last (B)(6) 2015. Customer stated that she was constantly throwing up and went to ER. Troubleshooting was done. Customer was not in a vehicular accident. Customer stated that the hospital took off her insulin pump and they reset it. The customer was advised to speak with healthcare provider regarding her settings. The insulin pump passed the displacement test. Customer stated she was in the hospital for 5 days and off the insulin pump and was given insulin. Customer stated she is now using the insulin pump. Customer reported also that she experienced high blood glucose but declined to do troubleshooting. The customer was advised to speak with healthcare provider regarding her low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.